Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no indication to indicate a lot specific product issue. All available information was investigated, and the reported difficulties appear to be due to case related circumstances. The reported patient effects of mitral valve tissue damage and worsening mitral regurgitation (mr) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet tear. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was deployed, reducing mr to 3. A second clip delivery system (cds) was advanced to the mitral valve; however, there was difficulty placing the clip due to the shelf calcium on the posterior leaflet. After five grasping attempts, the clip was deployed; however, a leaflet tear occurred and the mr returned to 4. No further treatment was attempted. There was no clinically significant delay in the procedure. No additional information was provided.